Manufacturer narrative:
Information was provided from a healthcare professional and they indicated they had no further details regarding these events or patients. Therefore, the patient's involved are unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that with more than one patient the stimulator did not work and the remote could not be used to charge the ins. No specific details about these cases was known. No symptoms or further complications were reported.